Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "suspected/actual rupture" and "ptosis" via national breast implant registry (nbir). Device was explanted.